Event description:
The customer alleged that the trach tube became disconnected from a pt and the low pressure alarm did not sound. Pt was reconnected and then disconnected from ventilator to be manually ventilated. Ventilator alarmed after two cycles. The alleged event could not be duplicated. The unit passed extended testing. It is not verified that the alarm did not sound, and no malfunction may have occurred. The device was recertified and returned to use. This report is not an admission by nellcor pruitan-bennett (formerly aequitron medical, inc) that this device caused or contributed to the event alleged in this report. Original date report was rec'd by aequitron was 8/14/95. Nellcor puritan bennett rec'd report 8/18/97.